Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer with her sister reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at 10 pm. The customer blood glucose level was 559 mg/dl and current blood glucose was 191 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with fluids, insulin syringe and bolus for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.